Manufacturer narrative:
(B)(4).

Event description:
It was reported via stelobot chat, that an infection occurred. No information was provided on the date of sensor insertion, or location. The only information provided in the chat was, ¿I need someone to call me. I have been at the ER twice due to infections from your product.¿ although the customer replied ¿yes,¿ to the harm question on the chat, the customer did not provide any information to indicate any specific treatment, or injury which resulted in medical intervention at the ER. In a follow up call by dexcom's technical support agent to the customer declined to provide any other information about the event. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional customer or event information is available.